Event description:
It was reported that the case was to place two stents in the right coronary. One was placed in the distal rca and the other in the mid rca. When the guide wire was initially positioned in the vessel, it was prolapsed 5 to 10 mm and remained in the prolapsed position throughout the procedure. The stents were both successfully placed. Upon removal of the guide wire, there was resistance encountered and the guide wire core separated. Fluoroscopy was not being used to visualize the removal of the guide wire; however, at this point it was used to locate the separated portion of the guide wire inside the pt. The gudie wire was found under fluoroscopy and it was entrapped in the third row of struts of the stent placed in the distal rca and extended approximately 40 cm into the aorta. Several attempts were made to remove the guide wire from the pt, but these attempts were unsuccessful. The pt was then sent to surgery and an attempt was made to surgically remove the guide wire. The entire guide wire could not be removed, but the portion extending into the aorta was cut off and removed. The tip of the guide wire remains in the pt's coronary and a graft of the vessel was performed. Reportedly, the pt is doing well.